Manufacturer narrative:
This report is being submitted as follow up no. 2 to the update to the device evaluated by MFR section and to provide the completed investigation results. One deployed 6fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned along with the deployed device. No other accessory components were received. Visual inspection revealed that the arteriotomy locator was bent at the inlet hole. No anomalies were noted along with the hemostasis sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. The magnified inspection confirmed the suture had been cut and the suture had released from spool inside the secure-cap. There were no issues with deployment. IFU states: assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath followed by an angiogram." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the causes for vessel occlusion include incorrect device placement, improper puncture location, or the use of the device on an ineligible patient. As the angiogram was not performed, the device may not have been properly placed possibly leading to the vessel occlusion. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the d10 section. In the initial report the concomitant medical products date was (B)(6) 2018.which is incorrect. The correct device return date is (B)(6) 2018. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the known patient had a diagnostic/intervention which was a pci (percutaneous coronary intervention) with stent. There was a complication-free puncture to the right side. 5000 iu of heparin was administrated during the intervention. No angiogram was done before closing the puncture site, only duplex examination was performed. The doctor deployed the angio-seal. After closure with the angio-seal hemostasis was not achieved, so manual compression was applied for about 40 minutes. The doctor thought that all parts of the angio-seal could be pressed into the vessel. The patient complained of a cold feeling in the leg and immediate duplex examination and emergency CT (cat scan) was performed. The patient is in intensive care but not in mortal danger. As of (B)(6) 2018 at 10:20am they assume a vascular surgery use. The patient did not bleed in and no blood transfusion had to be done. The patient had coronary artery disease and was on the following medications: clopidigrel dose 15mg, heparin dose 5000 ie and aspirin dose 500mg. This was a right femoral artery puncture. The patient was hospitalized due to the event and the hospitalization was extended. A ultrasound was performed. The patient was stable. Additional information (B)(4) 2018: a 6fr procedural sheath was used prior to the angio-seal. The doctor said that the anchor and collagen sponge had to be removed.